Event description:
It was reported that the device was explanted after implant duration of approximately 33.7 months, due to aortic stenosis and calcification. Per the operative report: the previous bioprosthetic aortic valve was noted to be heavily calcified with significant restriction in mobility of the leaflets. This was well adherent to the annulus throughout, and required areas of incision and debridment onto the annulus with areas of cutting portions of the annulus to allow removal, and all residual forgein matter and pledgets from previous aortic valve replacement were completely removed. The patient reportedly tolerated the procedure without complications, and was transported from the operating room in satisfactory condition.

Manufacturer narrative:
Additional manufacturer narrative: the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information and the operative report was received. A device history record review is currently in process. Device was not returned.